Manufacturer narrative:
Results: death. Ruptured aneurysm, severely diseased arteries. Conclusion: ruptured aneurysm, severely diseased arteries.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. The pt's vessels were severely diseased. It was reported that the pt presented with a ruptured aneurysm and had lost a lot of blood. The decision was made to treat endovascularly as the pt's arteries could not be clamped during an open surgical repair procedure. The stent graft was successfully implanted; however, there was a small proximal type 1 endoleak which was resolved with placement of an aortic cuff. The pt had lost a lot of blood and expired during the procedure. The cause of death was reported as multi organ failure, blood loss and bowel ischemia. The physician stated the death is not related to the device.